Event description:
Cord to pump was pulled out of console instead of screen cord. Pump cord plugged back in. Console powered off and rebooted. After reboot, flows increased to original settings, but no flow listed on screen and s3 alarm was showing. At this point an emergent console change was performed at the beside with 2 nps. Pt tolerated occurrence and was not harmed from the event.

Event description:
Cord to pump was pulled out of console instead of screen cord. Pump cord plugged back in. Console powered off and rebooted. After reboot, flows increased to original settings, but no flow listed on screen and s3 alarm was showing. At this point an emergent console change was performed at the beside with 2 nps. Pt tolerated occurrence and was not harmed from the event.

Event description:
Cord to pump was pulled out of console instead of screen cord. Pump cord plugged back in. Console powered off and rebooted. After reboot, flows increased to original settings, but no flow listed on screen and s3 alarm was showing. At this point an emergent console change was performed at the beside with 2 nps. Pt tolerated occurrence and was not harmed from the event.

Event description:
Cord to pump was pulled out of console instead of screen cord. Pump cord plugged back in. Console powered off and rebooted. After reboot, flows increased to original settings, but no flow listed on screen and s3 alarm was showing. At this point an emergent console change was performed at the beside with 2 nps. Patient (pt) tolerated occurrence and was not harmed from the event.

Event description:
Cord to pump was pulled out of console instead of screen cord. Pump cord plugged back in. Console powered off and rebooted. After reboot, flows increased to original settings, but no flow listed on screen and s3 alarm was showing. At this point an emergent console change was performed at the beside with 2 nps. Pt tolerated occurrence and was not harmed from the event.